Event description:
The customer reported one erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access 2 immunoassay system. Subsequent analyses of the patient sample, on the original and an alternate access 2 system, recovered lower results within the normal reference range. The erroneous result was released out of the laboratory, and an amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated troponin I quality control (qc), performed after the event, had failed. Routine system checks, performed after the event, passed within the instrument specifications. A (B)(6) study, using a fresh unmixed reagent pack loaded to evaluate pack mixing on a patient sample, with mean recovery of 0.019, recovered with a 47% coefficient of variation (%cv). Although higher imprecision is expected at low levels, the first replicate recovered with the highest value of 0.43 ng/ml, 2.81 standard deviation (sd) higher than the group mean. The patient sample was collected in a lithium heparin plasma separator tube and centrifuged at 3,200 rpm (rotations per minute) for five minutes. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the alignment of the main pipettor probe to the reaction vessel (rv) was out of instrument specifications. The fse moved the gantry to get the probe to align and realigned the front end alignments. The fse performed high sensitivity (hs) system check, precision test, and all levels of quality control (qc). All results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.